Event description:
The patient was undergoing a left hip arthroplasty procedure. According to the operative report, the final implant was placed with the final head. Repair of the posterior capsule and short external rotators was done with drill holes through the greater trochanter. The drill tip broke in the greater trochanter when performing this task. This was decided to be left as it would cause more damage than good to retrieve and was not near implants. The procedure was completed without further incident.